Event description:
The patient presented in clinic following muscle stimulation. Further investigation revealed low pacing impedance and noise on the right ventricular (rv) lead due to suspected, but unconfirmed, rv lead damage. The rv lead was capped and replaced. The patient was stable.